Event description:
Procedure endovenous laser ablation of right greater, anterior and small saphenous vein. Catheter attachment to laser locked into place. The sheath was advanced to 3 cm distal to the sfj and the laser fiber inserted.  It was visualized at 2.5 cm distal to the saphenofemoral junction.  At the initiation of the laser she complained of hip pain.  The laser fiber was reimaged and found to be beyond the sfj.  The laser was subsequently removed. Post procedure due to concerns that the laser was engaged beyond the sfj, the patient was administered a therapeutic dose of lovenox. Admitted to hospital for monitoring for deep vein thrombosis.